Manufacturer narrative:
The subject device was returned to olympus for evaluation. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The curved rubber bond was cracked. Scratches were found on the objective lens. Scratches were found on the operation part. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. The forceps plug cap had been scraped off. Scratches were found on the universal cord. The coating of the universal cord had been peeled off. Scratches were found on the scope connector. Scratches were on the light guide cover glass surface. There were scratches on the scope connector cover. Peeling of the paint was recognized on the air/water supply cylinder. Peeling of paint was recognized on the suction cylinder. There were scratches on the right/left angle fixing knob. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, histo acrylic attachment of the evis lucera elite gastrointestinal videoscope. The event occurred during a varicose vein sclerotherapy with the purpose of treatment. The procedure was completed using the subject device. There was no user or patient harm associated with this event. During incoming inspection, it was determined there was foreign matter coming from the forceps channel. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The user facility conducts pre-use checks. The device is cleaned via high level disinfection by oer series (endoscope reprocessor). The customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. Customer knows when the foreign object adhered to the scope. It is a possibility the endoscope was used for a procedure with the foreign material attached. The customer thinks the foreign material is histo acrylic. There was no delay between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The distal end was wiped/brushed with clean lint-free cloths, brush, or sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the instrument channel was thought to be histo acrylic but otherwise could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. ¿3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿inspection of the instrument channel¿ ¿1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end¿. ¿2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve¿. Olympus will continue to monitor field performance for this device.